Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus, and it alarmed no delivery as well. The blood glucose reading was 358 mg/dl in the morning, for which the customer stated he already treated. Advised replacement of the insulin pump. Nothing further reported.